Event description:
It was reported that the catheter was difficult to deploy, exhibited a spline inversion, and the guidewire lumen detached from the tip. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. It was noted that the right inferior pulmonary vein (ripv) of the patient was difficult to maneuver in, and the catheter had difficulty forming the basket array configuration. Spline inversion also occurred which was resolved by retracting the catheter into the sheath and rotating it inside. When the catheter was moved back to the middle of the left atrium (la), the guidewire was advanced, but it was noticed that the guidewire did not come out of the distal end of the catheter. The catheter was removed from the patient and inspected, and it was found that the guidewire lumen had disconnected from the end of the catheter and could no longer change the array configuration to either the basket or flower configurations. The catheter was replaced, and the procedure was completed. No patient complications were reported. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that the catheter was difficult to deploy, exhibited a spline inversion, and the guidewire lumen detached from the tip. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. It was noted that the right inferior pulmonary vein (ripv) of the patient was difficult to maneuver in, and the catheter had difficulty forming the basket array configuration. Spline inversion also occurred which was resolved by retracting the catheter into the sheath and rotating it inside. When the catheter was moved back to the middle of the left atrium (la), the guidewire was advanced, but it was noticed that the guidewire did not come out of the distal end of the catheter. The catheter was removed from the patient and inspected, and it was found that the guidewire lumen had disconnected from the end of the catheter and could no longer change the array configuration to either the basket or flower configurations. The catheter was replaced, and the procedure was completed. No patient complications were reported. The device has been received at boston scientific's post market laboratory.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection of the device noted no outer abnormalities nor damage to the splines. A guidewire was inserted through the catheter, and the catheter was attempted to be deployed. While moving the slider switch, the spline cage remained undeployed, and it was observed that the guidewire lumen was no longer attached to the tip of the spline array. Due to the guidewire lumen detachment, the catheter could not be deployed for functional testing. It was also not possible to force deployment if some splines inverted easily in basket deployment state due to the delamination of the guidewire lumen.